Manufacturer narrative:
The reported event of ¿physician was not able to get the capture and p wave sensing properly¿ was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited loss of capture and poor sensing. The physician elected to use a different lead to complete the procedure. The patient condition was stable.

Manufacturer narrative:
Correction b5 changed to refer to atrial lead instead of right ventricular lead, and notes p-wave sensing issue rather than poor sensing.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited loss of capture and p-wave sensing issues. The physician elected to use a different lead to complete the procedure. The patient condition was stable.